Event description:
Customer reports same sample on patient run twice back to back on system. Both samples reported same patient name, but different accession numbers. No injury was reported as part of this event.

Manufacturer narrative:
The information is correct on the lis system. However, the print out from the analyzer shows the same patient name on both samples when the second sample ran was for someone with a different name. Customer reports she had manually entered the patient ID and scanned the accession number for each sample. If customers press 'patient list' on the demographics screen the system will pre-select the previous patient. They can then either press the 'back' button which will ignore this and go back to the original screen or they can press the green 'continue' button which will then overwrite the original data with the previous patient data. The user may press the 'continue' button and inadvertently overwrite the data by mistake. This 'patient list' button can be disabled in setup which stops this from happening and removes the option from the demographics screen. System is functioning as expected. Customer was instructed to scan the patient ID as well as the accession number to reduce entry errors. Explained to the customer that incorrect information may have been initially entered then, corrected.